Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the 9391m was being used during a knee arthroscopy on (B)(6) 2020 when the device broke at the weld. The cutter tip inner and outer was free within the joint space. The tip was retrieved promptly, and the procedure was completed. This caused a 2-minute delay in the procedure. There was no need for an alternate device as the user was finished with the procedure. There was no injury to the user or the patient; and therefore, no medical intervention or hospitalization was required. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Evaluation of the returned used device, item 9391m, confirmed the reported problem and found inner blade tip broken off from the inner blade shaft. Examination was performed per a30-343-695, rev- ab. Broken piece was returned for evaluation. Suspect the tip was damage during the shaving of hard bone. A DHR review found a nonconformance report (ncr) that could potentially be related to this event however, an ncr review found that this is the only ncr for this issue during the past 2 years. During the manufacturing of this device, an issue was identified and corrected. A review of the workorders produced after the lot in question found (B)(4) units had been produced with no nonconformances noted for this failure mode. There have been 2 complaints for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 5 complaints, regarding 5 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.0009. Per the instructions for use, the user is advised the following: inspect for bent, dull or damaged blades or burs before each use. Do not attempt to straighten or sharpen. Do not use if damaged. Do not apply excessive loading on the shaver blade or bur. Cutting performance is not increased with force. Excessive force or using shaver blades or burs as a lever can cause damage to the device including permanent deformation, shedding of metal (wear), motor seizure, and overheating. A determination for further investigation has been initiated. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
G3 prevously indicated 09/21/2020; updated to 09/22/2020.